Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
A patient called in stated he used v-go 40 for about 1 year and today the needle popped out. This seems to happen about every 2 weeks for the last 2 months (specific dates not provided). A total of about 10 times. It was reported that the device is available for return to the manufacturer for evaluation. Additional follow-up revealed that the patient did hear the needle button lock down at the start of use. The patient was advised to be aware that touching the needle release button could release the needle.